Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and analysis could not confirm that the power supply turned off. It was noted that the device had a long boot time. Also it was noted that the device was on with the analyzer and there was no fault found.

Event description:
The power supply was suddenly turned off while using the analyzer. Afterward, the boot time was long. There were no patient medical complications as a result of this event.